Manufacturer narrative:
The device was returned to zoll medical corporation; the customer report was observed during review of the device's history log. The device was put through extensive testing which included bench handling and full defib functional testing without duplicating a malfunction with the device. The analog board was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. It is noteworthy to mention the paddles or electrode pads that were used at the time of the reported incident were not returned for evaluation. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) in surgery, the device failed to discharge while using internal paddles and electrode pads. Complainant indicated that the clinician obtained another device, using the same internal paddles to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.